Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the implantable cardiac monitor exhibited a hardware backup alert. A reset attempt was made but was not successful as the device was at end of life (eol). It was noted the error message would trigger if the device was at eol. The physician believed there was early battery depletion. The device remained implanted. The patient was stable.